Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event for 15 days. Treatment rendered for the event and outcome was not reported. The action taken with physioneal therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history, report source. The patient was reported to be recovering from the event. It was reported that physioneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.